Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient¿s ins did not work the way it was supposed to and the patient no longer wanted it in as they now had a catheter they will use the rest of the time. The consumer clarified this further and stated that the patient would like to have the device explanted not due to any specific issue but because they no longer wanted it. It was noted the patient did not had a physician for the device and they were provided with a listing of doctors.